Manufacturer narrative:
Twelve samples (ten of batch jje286 and one each of batches jhe622 and jde375) of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicone requirements, which always equal or exceed the minimum usp requirements. A product inquiry records review was also conducted and there have been no other inquiries of any type received involving any of these batch numbers.

Event description:
User reports suture breakage occurring twice following epigastric hernia repair on obese pt with chronic cough.